Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the recordable loop device was undersensing. The device was explanted and the patient was upgraded to a pacemaker. There were no reported patient complications.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.